Manufacturer narrative:
Engineering evaluation of the returned device identified scratches consistent with extraction/ handling of the component at the time of revision. The inside surfaces of the implant also presented with remnant of the bone cement used to secure the component to the native bone.

Event description:
A total knee replacement was revised approx 18 months post operatively due to infection. This event occurred outside of the united states, (B)(6).